Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine in back of nose. Two weeks later, patient had another injection of juvéderm® voluma¿ with lidocaine in back of nose. A day later, patient experienced hematoma, immediate inflammation and tumefaction. The next day, patient observed edema, 3-second capillary filling and coloring suspected of vascular compression. Patient was treated with massage, nitroglycerine cream, asa 300 mg, prednisone 30 mg every 12 hours. Patient was previously treated with hyaluronic acid in the nose the last year. About a week later, symptoms have resolved. This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.